Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10 mg/ml at 4.504 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and other non-malignant pain. It was reported that upon interrogation of the pump multiple motor stalls and recoveries were seen to have occurred beginning on (B)(6) 2018. It was confirmed that no electromagnetic imaging/magnetic sources had been present. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the healthcare provider who reported that the cause of the motor stalls were not determined. Per the session data report a motor stall occurred on (B)(6) 2018 at 19:50 with a recovery on (B)(6) 2018. A motor stall occurred on (B)(6) 2018 at 15:21 with arecovery on (B)(6) 2018, a motor stall occurred on (B)(6) 2018 at 16:22 with a recovery on (B)(6) 2018 at 09:49, a motor stall occurred on (B)(6) 2018 at 05:51 with a recovery on (B)(6) 2018 at 19:16 and a motor stall occurred on (B)(6) 2018 at 10:48 with a recovery on (B)(6) 2018. There were no actions or interventions taken to resolve the motor stalls. The healthcare provider was advised to remove the medication from the pump, fill with saline and turn to minimum rate. The pump remained in place at the time of the report. Per the healthcare provider the pump was to be removed at the end of battery life and not be replaced. This was the plan prior to the pump malfunction and there were no current plans to explant the pump.